Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The hard disk was optimized. All the features and performance test using a test console confirmed no anomalies.

Event description:
It was reported that as the atrial lead and left ventricular (lv) lead were removed from the relevant device body, pacing failure of the right ventricle (rv) suddenly occurred. Then, the rv lead was immediately removed from the relevant device body and then switched to an external pulse generator (epg). Since the patient did not have an intrinsic pulse this resulted in cardiac arrest for 30 seconds. The programmer screen suddenly switched several times. It eventually switched to the emergency mode screen. According to the staff of the operating room, the emergency button on the programmer was touched and programmed though the relevant pacemaker was outside of the patient's body. Then it seemed to be led to unipolar setting and the patient went into cardiac arrest. However, the programming operator stated that they had no recollection of touching the emergency button. It was requested that the device and programmer be analyzed so both products were returned for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.